Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue and the threads of battery compartment are stripped. The user is also unable to tighten the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the pump's black box showed evidence of unexplained pump reboot events beginning on (B)(6) 2016. There were battery compartment cracks observed in the thread area and below grip pad. The battery compartment threads were damaged. The pump intermittently powered with both the returned battery cap and a test battery cap. The battery cap was unable to fully tighten however at times battery cap got stuck. The battery cap did not measure within contact height or width specifications. The audio bolus button cover was torn but still responsive.